Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that they had a keypad anomaly. The father stated the buttons did not feel right on the insulin pump. It was found the act button was not responding properly during a bolus. Customer's blood glucose was 390 mg/dl. The father reported treating the customer with the insulin pump. Troubleshooting did not find any leaks or air bubbles on the insulin pump. It was also found the customer's bolus history was not accurate. The father was advised to confirm the bolus history with the customer. Customer's blood glucose was 105 mg/dl at the time of the call. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. All boluses programmed during testing were delivered and stored at the bolus and daily totals history screens. The pump was received with intermittent esc and act buttons due to flattened dome switches. No unlocked lcd keypad connector noted. The pump was programmed with the correct time and date and was monitored. No unexpected bolus delivery was noted. The dual wave and square wave bolus feature worked properly. The bolus history showed that a manual bolus of 8.8 units was programmed and delivered on (B)(6) 2015 at 6:43:24. However, unable to verify if bolus showing at history file was manually entered by customer due to the button event file being overwritten. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.